Manufacturer narrative:
(B)(4) stent blocked/occluded. Stent retrieval loop broken. Stent difficult to remove. Cholecystitis. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary rx fully covered stent was implanted during a stent placement procedure performed on (B)(6) 2015 as part of the e7058 wallflex biliary fully covered chronic pancreatitis rct clinical trial. The patient was diagnosed with chronic calcific pancreatitis on (B)(6) 2015. The etiology of the chronic pancreatitis was alcoholic and the chronic pancreatitis was calcific. The patient's gallbladder was present at the time of enrollment. Reportedly, the patient was a candidate for the surgical alternative to stenting. On (B)(6) 2015, an assessment of biliary obstructive symptoms (abos) was taken and no symptoms were identified. Liver function tests were also performed on (B)(6) 2015. The patient underwent a stent placement procedure on september 29, 2015. The procedure was done in an inpatient setting. A prior pancreatic and biliary sphincterotomy had been performed. The study stent was implanted in a satisfactory manner during the procedure. The patient was discharged on september 30, 2015 on october 3, 2015, the patient presented with cholecystitis, and the event was deemed related to the initial study stent placement procedure. The patient was admitted on october 3, 2015 and required a new inpatient hospitalization and medication. The patient was discharged on october 12, 2015 and the cholecystitis was resolved. On september 6, 2016, during a cholangiogram, the stent was noted to be occluded due to ingrowth. During attempted removal, the stent retrieval loop broke. On an unknown date, the physician placed a second wallflex biliary 10 mm x 40 mm stent within the first stent. Reportedly, on september 15, 2016, both stents were removed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on october 13, 2016 that a wallflex¿ biliary rx fully covered stent was implanted during a stent placement procedure performed on (B)(6) 2015 as part of the (B)(4) trial. The patient was diagnosed with chronic calcific pancreatitis on (B)(6) 2015. The etiology of the chronic pancreatitis was alcoholic and the chronic pancreatitis was calcific. The patient¿s gallbladder was present at the time of enrollment. Reportedly, the patient was a candidate for the surgical alternative to stenting. On (B)(6) 2015, an assessment of biliary obstructive symptoms (abos) was taken and no symptoms were identified. Liver function tests were also performed on (B)(6) 2015. The patient underwent a stent placement procedure on (B)(6) 2015. The procedure was done in an inpatient setting. A prior pancreatic and biliary sphincterotomy had been performed. The study stent was implanted in a satisfactory manner during the procedure. The patient was discharged on (B)(6) 2015. On (B)(6) 2015, the patient presented with cholecystitis, and the event was deemed related to the initial study stent placement procedure. The patient was admitted on (B)(6) 2015 and required a new inpatient hospitalization and medication. The patient was discharged on (B)(6) 2015 and the cholecystitis was resolved. On (B)(6) 2016, during a cholangiogram, the stent was noted to be occluded due to ingrowth. During attempted removal, the stent retrieval loop broke. On an unknown date, the physician placed a second wallflex biliary 10 mm x 40 mm stent within the first stent. Reportedly, on (B)(6) 2016, both stents were removed. Additional intervention received on november 10, 2016. Reportedly, the second stent implanted within the occluded wallflex biliary stent was not a boston scientific metal stent. This second stent was implanted within the wallflex biliary stent on (B)(6) 2016.